Event description:
It was reported that the patient came into the clinic after having received hv therapy. The patient was in a supra- ventricular tachycardia (svt). R-waves were being under- sensed. When the device delivered a ventricular paced event, the patient's rate accelerated to ventricular fibrillation. The physician programmed the device to aair to eliminate ventricular pacing.

Manufacturer narrative:
Na